Event description:
Healthcare professional reported "erosion" of a lap-band system. Event was first noticed when pt complained of abdominal pain. Device remains implanted. F/u info: device has been explanted.

Manufacturer narrative:
(B)(4). Allergan has received the product. However, the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number provided by the reporter the connector type is assumed to be a taper ii. Band slippage and erosion are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.